Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). A 5fr non-bsc introducer sheath was advanced. After a 0.014 non-bsc guidewire was advanced to cross the lesion, a 2.0mm x 220mm x 150cm, mr coyote¿ balloon catheter was selected for use and advanced to dilate the lesion. Upon the first inflation, the balloon ruptured at 6 atmospheres for a duration of 10 seconds. The device was completely removed from the patient and the procedure was completed with another 2.0mm x 220mm x 150cm, mr coyote¿ balloon catheter. Angiography revealed no problems with the lesion. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).